Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was claimed that device is not turning on. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the power control board was judged as being defective and needed to be replaced to resolved the issue. Technician confirmed that the customer refused to repair the device. According to the service manual for servo-s (rev.07) power control board is managing switching the power supply between mains power/external +12 v dc and battery module. It connects the optional modules that are inserted in the module unit. It is also controlling charging and discharging of the battery modules. The defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator did not start. There was not patient harm. Manufacturer's ref. #: (B)(4).